Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Report received from baxter (B)(4). The customer stated there is too little povidone iodine in the connection shield. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The customer reported problem of too little iodine was not confirmed in the sample provided. A batch review was performed, with no defects noted. Procedures are in place to detect this type of defect due to 100% visual inspection for povidone-iodine during the packaging of this device. Baxter will continue to monitor similar reports to determine if further actions are required.